Event description:
It was reported that post pipeline embolization, the patient had a minor stroke.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).